Event description:
It was reported that the patient is requesting a revision of the inflatable penile prosthesis(ipp) due to inflation issues with the cylinder. The patient began with troubleshooting but was not successful so would like a replacement of the device. After the imaging study, no holes were found. No patient complications were reported.